Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21nov2019. The manufacturer's field service engineer (fse) confirmed the reported issue. Unit failed est with code 3152. When power up in normal mode, it would go vent inoperable with codes 1009 and 1010 at different times. At one time, the unit would run for 30 seconds, then go vent inoperable with code 4003. The manufacturer¿s field service engineer (fse) replaced the defective cable main board to sensor board, the 3-stage solenoid was replaced due to a cut on the wire caused by the fse, and the power cord was replaced to solve the electrical safety test. The unit successfully passed the required performance verification test.

Event description:
The customer reported unit fails extended self test (est) failure (error codes-3152: patient wye not unblocked, 4003: analog to digital converter (adc)/ digital to analog converter (dac) test, 1009: power on self test (post) inhalation auto zero test failure, 1010:post exhalation auto zero test failure). There was no patient involvement.